Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were emergency room and then hospitalized due to high blood glucose on (B)(6) 2019 at 10 pm with blood glucose of 589 mg/dl. Customer¿s blood glucose level was 600 mg/dl the time of incident. Customer had symptoms like shuddering, urinating, thirsty and high blood pressure. Customer was treated with insulin pump, 10 unit of insulin and half bag of fluids. Troubleshooting was declined. Customer was not using auto mode. The insulin pump will not be returned for analysis.